Manufacturer narrative:
Section h3, device evaluated by mfg of the initial medwatch report indicates yes. Section h3, device evaluated by mfg of the initial medwatch report should indicate no. Section h3, reason for no evaluation of the initial medwatch report indicates blank. Section h3, reason for no evaluation of the initial medwatch report should indicate no, device evaluation anticipated, but not yet begun. Stryker product analysis center evaluated the customer's device and was unable to duplicate the reported issue. It was observed from the device log that the device powered off during a daily test on 10/09/2023 due to a depleted battery which is the cause of no voice prompts. The cause of the reported issue is likely due to the reed switch, sw5, but a conclusive cause could not be determined.

Event description:
A customer contacted stryker to report that their device would not provide voice prompts when the lid is opened. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide voice prompts when the lid is opened. There was no patient use associated with the reported event.